Event description:
It was reported that the patient presented in clinic for follow up. The pacemaker started to erode which caused a pocket infection. The pacemaker was explanted. The patient was stable.